Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for the same type, different cylinder power lens. Add'l info has been requested.

Manufacturer narrative:
The lens was returned. No damage was observed. Solution is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. The root cause for the reported complaint could not be determined. The optical resolution is acceptable; lens meets spec for focal length and cylinder readings equaling a 20.5 diopter lens. There have been no other complaints reported in the lot number. Add'l info was requested on 09/27/2011 and 10/05/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).